Event description:
A distributor reported that the mayfield modified skull clamp (a1059) does not fix correctly. The patient was asleep when the issue was detected. The malfunction was identified during the equipment testing phase, which caused a delay estimated to be around 30 minutes. However, no harm was caused to the patient. Date of the event: (B)(6) 2024. Final user of the device:(B)(6).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields. The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint is confirmed from the evaluation. The inspection of the returned unit shows various deficiencies: the base has worn off starburst teeth on both sides; the safety of securing a swivel adapter is not ensured; the lock mechanism has rotational movement and cannot be closed properly, thus it is not safe to fix a skull; the plunger assembly is loose; the ratchet extension cannot be properly fixed; the torque screw is modified; the button head screw and the flat washer are missing; no integra spare parts were installed; and the unit also shows a lot of dirt. To resolve the issues, the base casting must be replaced with the needed pins, and for the adjustment of the lock assembly, new components need to be added. The torque screw must be overhauled and general maintenance and cleaning is required. After completing the repairs, the unit must undergo a function test and must be marked with the instance appropriate instance number. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is rough/mishandling of the of the device and lack of preventative maintenance. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.